Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He replaced the base batteries. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) displayed a "you have exceeded the two year service life of your batteries" message. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. Per data log analysis, on (B)(6) 2019, the system is used and there is no indication of battery life exceeded. The next power up is on (B)(6) 2019 and the user is notified the battery life is exceeded. This also occurred on (B)(6) 2019 and (B)(6) 2019 when the issue was reported. The heart lung machine (hlm) responded correctly as the batteries had reached two years. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.